Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (B)(6). D9: yes,(B)(6) 2024. H3: yes, product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), when applying tip pressure to form a gooseneck mold, the device was pulled unintentionally and the placement position was dislodged because the catheter retracted. The device and the delivery system was attempted, not used and was replaced. No patient complications have been reported as a result of this event.